Event description:
The customer states that the architect c8000 analyzer is generating erratic patient results. One patient sample generated an initial glucose assay result of 73 mg/dl that retested at 4.6 mg/dl. The customer would not provide any further patient information. A field service call was initiated. There is no impact to patient management reported.

Manufacturer narrative:
An abbott field service representative (fsr) replaced a bent alkaline wash solution tubing and aligned the light path, wash cup and probes. A blocked cuvette washer nozzle was cleared. Subsequent instrument operations and test results were acceptable. This issue is addressed in the abbott architect system operations manual, troubleshooting and diagnostics, section 10, sample results observed problems (c system), cuvette washer is not functioning properly: perform monthly maintenance procedure: clean cuvette washer nozzles, page 9-28. Perform as needed maintenance procedure wash cuvettes, page 9-40, and observe the cuvette washer nozzles for hanging drops or leaks. Section 10-502, cuvette washer nozzle is obstructed. Perform monthly maintenance procedure: clean cuvette washer nozzles, page 9-28. The investigation demonstrated that the architect c8000 analyzer is performing within its intended use, label claims and specifications. No deficiency related to the performance of the device was identified.